Manufacturer narrative:
Veeva case: (B)(4).

Event description:
Foaming from the mouth [foaming at mouth], physical deconditioning [physical deconditioning], accidentally took 6 polident tablets [accidental ingestion of product]. Case description: on 2024-09-30 a spontaneous case was reported in japan by a physician. The report concerns an unknown patient. The patient received polident enzyme (napc+potm+taed tablet) via oral for drug use for unknown indication. No concomitant medications were reported. On an unknown date, after an unknown time of starting polident enzyme, the patient experienced medically important accidentally took 6 polident tablets, and physical deconditioning, (preferred term: accidental exposure to product, and physical deconditioning). On an unknown date, the patient was hospitalized due to foaming from the mouth (preferred term: foaming at mouth). The patient was hospitalized and was being monitored. The outcome of the events accidentally took 6 polident tablets, physical deconditioning, foaming from the mouth was unknown. The patient's relevant medical history includes: dementia (ongoing). No drug history was reported. Relevant laboratory values: unknown date - computerised tomogram (computerised tomogram): no abnormalities in the gastric mucosa. The reporter provided the following comment: " the seriousness of physical deconditioning and accidental exposure to product was reported as serious. The causality of physical deconditioning and accidental exposure to product was reported as related.". The action taken: for polident enzyme was unknown. The reporter considered the events accidentally took 6 polident tablets, and physical deconditioning as related.

Manufacturer narrative:
Veeva case: (B)(4).

Event description:
Foaming from the mouth [foaming at mouth] physical deconditioning [physical deconditioning] accidentally took 6 polident tablets [accidental ingestion of product] case decsription: on 2024-09-30 a spontaneous case was reported in japan by a physician. On 2024-10-22 new information was received for this case. The report concerns an unknown patient. The patient received polident enzyme (napc+potm+taed tablet) via oral for drug use for unknown indication. No concomitant medications were reported. On an unknown date, after an unknown time of starting polident enzyme, the patient experienced medically important accidentally took 6 polident tablets, and physical deconditioning, (preferred term: accidental exposure to product, and physical deconditioning). On an unknown date, the patient was hospitalized due to foaming from the mouth (preferred term: foaming at mouth). The patient was hospitalized and was being monitored. The outcome of the event accidentally took 6 polident tablets was unknown. The outcome of the events physical deconditioning, foaming from the mouth was recovered. After that, the patient didn't vomit, and the symptoms recovered. The patient's relevant medical history includes: dementia (ongoing). No drug history was reported. Relevant laboratory values: unknown date - computerised tomogram (computerised tomogram): no abnormalities in the gastric mucosa. The reporter provided the following comment: " the seriousness of physical deconditioning and accidental exposure to product was reported as serious. The causality of physical deconditioning and accidental exposure to product was reported as related.". The action taken: for polident enzyme was unknown. The reporter considered the events accidentally took 6 polident tablets, and physical deconditioning as related. On 2024-10-22, the following updates have been provided - updated follow-up possible and follow-up reason. Updated outcome of foaming at mouth and physical deconditioning. Updated narrative. Cannot perform follow-up.